Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by an edwards affiliate, during an open-transatrial transcatheter mitral heart valve replacement procedure with a 29mm sapien 3 valve in the native annulus, the valve slipped towards the pusher and became partially inflated, and it did not remain in the patient. A new valve was prepared and deployed successfully with three inflations to confirm the position, and then fully deployed at nominal volume. Sutures were placed around the sapien 3 valve onto the conduit to minimize paravalvular leak. The tricuspid valve was then repaired with a band, and the aortic valve was treated with a perceval. After echocardiographic assessment, the perceval frame was described as distorted by the sapien 3 valve, and believed to be causing the non-coronary cusp leaflet to not close well causing a central leak. Per report, the aortic valve was redone by replacing the perceval with an inspiris. Final echocardiography was described as very good with no mitral leak and only minor "puff" believed to be between the the conduit and the sapien 3 valve. The patient was reported to be in stable condition. Per report, the patient annulus was sized with a 25mm surgical sizer and then a 27mm sizer after calcium debridement, proceeded with placement of a 28mm conduit sutured around the mitral annulus.